Event description:
It was reported that the patient was experiencing worsening pain and burning sensation due to ipg migration. The patient underwent an ipg replacement procedure, wherein a non-rechargeable ipg was implanted to a new location. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.